Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? What tissue does the surgeon believe the needle piece is retained in? Was more than half of the needle retained in the patient tissue? Does the surgeon plan to remove the needle in the future? What is the current condition of the patient? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent unknown procedure on (B)(6) 2017 and suture was used. The needle came loose from the suture. An x-ray was performed and did not locate the needle. The wound was reopened but the needle was not found. The patient was discharged and ultrasound is planned to decide whether the needle will be removed. Additional information has been requested.